Event description:
It was reported that a new ilet user experienced persistent hyperglycemia overnight, reaching a blood glucose of approximately 400 mg/dl without symptoms, followed by a subsequent hypoglycemia to 53 mg/dl with nonspecific malaise, in the context of running out of insulin in the pump and requesting a supply change; the user was using a steel cannula set (6 mm, 23 inch). Symptoms included hyperglycemia without reported symptoms and a hypoglycemic episode with feeling ¿weird.¿ outcomes included the need for oral glucose intake and troubleshooting and education were completed. Investigation included case assessment for insulin availability and pump use troubleshooting. Investigation of this case revealed an out-of-drug condition associated with insulin depletion while using the ilet system, with unclear specific device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.